Event description:
There was not a transfusion recipient or patient involved at the time of the visual inspection of the plasma, therefore no patient information is reasonably known at the time of the event.

Event description:
The customer reported that they had to discard a whole blood unit after centrifugation due to a visual inspection of the plasma revealing alleged hemolysis. The patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to insufficient information to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
(B)(4). The device product code 'ksr' was used. Investigation: the manufacturing, testing and inspection records were reviewed for this lot. There were no abnormalities noted in the records. The retention samples for this lot were visually inspected. The samples were also quantitatively tested for composition of solution and volume. No abnormalities were found with the retention samples. Root cause: the set was not returned for root cause analysis. A definitive root cause can not be determined at this time. Possible root causes of hemolysis include the following: characteristics of blood - there is a possibility of hemolysis if donor's blood is characteristic of red blood cell fragility. Bacterial contamination - hemolysis is likely to occur if bacteria are present in the blood bag. Excessive cooling - blood is gradually congealed and eventually hemolyzed when it is cooled below -3c. There is a possibility of hemolysis due to this factor if a blood bag is locally cooled in the refrigerator.

Manufacturer narrative:
(B)(4). The terumo bct support specialist asked the customer if the unit was in direct contact with the ice used to transport the unit. The customer stated that their procedure states to place wet ice directly on top of the of the collected units. The customer is aware that they are not compliant with the recommendations for transport of rbc's in the aabb tech manual. They are in the process of updating their procedures.